Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had a frozen display. The customer did not recall the blood glucose reading. She stated that the frozen display was observed when she changed her infusion set during a rewind process. She noted that this issue occurred twice, about 3 days after she had received the device. She advised that this was a past issue, and when she replaced the battery to reset the insulin pump, she noted an alarm had occurred. She stated that she reset the insulin pump. She declined troubleshooting for the issue. She advised that her high blood glucose levels were due to what was going on in her life at the time, as well as due to the frozen display. She was advised not to remove and reinsert the same battery during troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.